Manufacturer narrative:
Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions; the aortic regurgitation in this event was attributed to the valve¿s deep implant location. Inaccurate delivery is often influenced by patient anatomy and user technique, but a root cause of the low (deep) implant depth could not be determined from the available information. The reported information does not indicate a potential manufacturing issue.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, significant aortic regurgitation was observed, due to the valve's implant in a deep location. A second valve was implanted valve-in-valve, which produced acceptable hemodynamics. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.